Event description:
It was reported that the female connector (dark blue) separated from the light blue main body of a transfer set. This issue occurred after use of peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction made to b5: it was reported that the light blue main body separated from the twist clamp of a transfer set (previously reported as the female connector (dark blue) separated from the light blue main body of a transfer set). Correction made to f10/h6: component codes: replace g04034 with g0405203. H10: the device was received for evaluation with the white twist clamp in the closed position. A visual inspection with the naked eye and magnification noted a female connector separated from the light blue main body. Functional testing including leak, clear passage, and clamp function testing was performed with no issues noted. The reported condition was verified. The cause of the separation was due to inadequate solvent application to the set during manufacturing. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.